Manufacturer narrative:
Additional narrative: patient age, gender and weight are unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while the patient underwent an anterior lumbar interbody fusion surgery (alif) at l5-s1 on (B)(6) 2015 the insertion device broke during surgery. Reportedly, while the surgeon was putting the detachable aiming device to insert screws he noticed the top portion of aiming device broke. The procedure was completed using the complained device. The top portion of device that broke off is stuck in the handle; no loose were fragments generated. No harm was reported to the patient. No surgical delay reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part number: (B)(4) , lot number: 6523365: release to warehouse date: (B)(6) 2011. Manufactured by synthes brandywine. Review of the device history record(s) showed that there were issues during the manufacture of this product but none that would contribute to this complaint condition. A product investigation was completed: one detachable aiming device 13.5mm/15mm for synfix (B)(4) lot 6523365 manufactured (B)(6) 2011) and one detachable aiming device handle for synfix (B)(4) lot 6550430 manufactured (B)(6) 2011) with a complaint that stated that the connector tip of the aiming device broke off within the handle. The complaint is determined to be confirmed as the portion of the aiming device that is fed into the handle is broken and a loose object can be heard within the canal of the handle. The connector tip could be removed from the handle during the investigation. The m3 screw at the distal end of the aiming device was also missing. The relevant product drawings were reviewed during the investigation. Per the technique guide, the detachable aiming device and the handle are part of the synfix mini-open auxiliary set that complements the synfix lr system. The aiming device is comprised of 3 parts ¿ the m3 screw, the synfix detachable aiming device and the connector tip. The m3 screw is first placed into the aiming device. The cannulated connector tip is then placed into the aiming device (above the m3 screw) and laser welded in place. The cannulation of the connector tip allows for the t15 sterndrive of the synfix mini-open detachable aiming device t15 shaft to engage with the screw. The connector tip had separated cleanly off the detachable aiming device at the weld and was returned trapped in the canal of the handle. The connector tip was able to be removed from the handle during the investigation. It was noted that there were no significant cracks along the weld line indicating that high impact force did no contribute to the breakage. It is likely that the m3 screw fell out of the aiming device when the weld broke but there is insufficient information as to where and when this part went missing. In conclusion, the allegation of deficiency has been determined to be between the weld of the aiming device and the connector tip. The aiming device handle operated as intended and meets design specifications. There is insufficient information available to determine the true root cause of the failure. It is likely that the shaft of the handle was not pulled back to release the detachable aiming device that could have to the connector tip jamming. This could lead to the weld breakage that most likely occurred during manipulation of the handle or a potential impact force to the t15 shaft. The technique guide specifically states not to impact the t15 shaft. The design is adequate for its intended use and did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.